Manufacturer narrative:
Components are: software (B)(4) stealthstation cranial; 510k k153660; UDI: (B)(4). The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The system logs were reviewed but provided no additional information on the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refuse by the site.) A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after upgrading the software to the newest version. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the axiem navigation was suddenly not functional intra/peri-operatively during the register task of a cranial procedure. The site stated that the tracer pointer were not trackable during em. The exchange of the whole navigation system to a different system solved the situationfor the procedure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Later the cranial software was upgraded to the latest version and the system began functioning as intended.